Event description:
The customer reported that the product was shorting out and getting hot. This was noticed during testing. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.